Event description:
While using a byte day aligner, a patient experienced tooth fracture of tooth # 13 while removing aligners. Upon examination, a doctor also found the patient had root resorption. The patient will require restorative work.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.